Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected and prevented by following the instructions for use (IFU) sections: - operation manual chapter 3 preparation and inspection shows how to detect the events. - reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported findings in b5, the device evaluation also found the following: due to damage on the up/down knob the water tightness was lost, due to a crack on suction body the water tightness was lost, the switch box had discoloration, the air/water cylinder had no color, the suction cylinder had no color, the electrical connector was dirty due to water leakage, the connecting tube had a buckling, the water tightness of forceps elevator was lost, there was corrosion around elevator arm, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had leakage behind the angulation wheel. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found on the forceps elevator and distal end. The light guide lens, objective lens and adhesive around the objective lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.